Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation the battery charger/modem would not power on. The battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Investigation of bga chips completed. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient was receiving charger faults.